Event description:
Customer reported unexpected negative reactions with gammaclone anti-d (monoclonal blend) when testing a patient sample.

Manufacturer narrative:
Difference in reactivity appears to be due to difference in clones. Per package insert, other partial d categories were tested and found to be reactive; but this does not guarantee reactivity with all examples of all partial d antigens.